Manufacturer narrative:
Manufacturers investigation conclusion: the report of thrombus was confirmed through the evaluation of two submitted photographs from the time of explant. Although a thrombus formation was visible in the submitted photographs, specific details regarding the structure of the deposition, a duration of time for which it was present in the pump, and its specific origins cannot be conclusively determined through this investigation. It was reported that (B)(4) was retained by the hospital. Therefore, no product was available for evaluation. The patient remains ongoing on support from (B)(4). Hemolysis and device thrombosis are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section also provides information regarding anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented on (B)(6) 2019 with elevated ldh and hemolysis, as well as dark urine and no pump dysfunction. A pump exchange was performed and the patient tolerated the procedure well. Thrombus was confirmed in the pump. An echo was performed; however, was not conclusive for suspected thrombus. After the explant, thrombus was confirmed inside the pump, though the cause was never identified. The patient was reported to have been doing well after the exchange and the explanted pump was retained by the hospital.